Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00138. This report is being submitted as additional information. Approximate age of device - 1 year and 1 month. Manufacturer's analysis conclusion: the pump remains implanted supporting the patient with no further issues reported. A direct correlation between the device and the reported event could not be conclusively determined. A system controller log file that was provided by the account confirmed the report of a transient power elevation; however, a cause could not be determined. No additional atypical alarms were captured and pump speed remained above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient is currently inpatient with elevated lactate dehydrogenase (ldh). The manufacturer¿s technical services representative reviewed the submitted log file and reported power and flow elevation on (B)(6) 2017 at 1:36:14 pm which is associated with a pulsitile index (pi) event was observed. Power and flow are trending upward with pi trending flat over time. No other unusual events noted. Additional information was requested, but was not provided.